Manufacturer narrative:
As reported, after mynxgrip vascular closure device (vcd) was deployed according to instructions for use (IFU) on the right leg it seemed acceptable on the right, so went to the left. The left failed immediately, and the right was a little firm, so they held pressure on the right as well. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot f1817801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, since it was reported that according to the product instructions for use, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Code (B)(4) was used as there is no code for an extended/prolonged procedure.

Event description:
As reported, after mynxgrip vascular closure device (vcd) was deployed according to instructions for use (IFU) on the right leg it seemed acceptable on the right, so went to the left. The left failed immediately, and the right was a little firm, so they held pressure on the right as well. There was no reported patient injury. The device will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00765 and 3004939290-2018-00766